Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced syncope. The patient was in the hospital due to a fall and reported feeling dizzy the past few days. All daily measurements were found to be stable, however, there were several ventricular tachycardia (vt) episodes stored, many occurred around the time of the fall. Boston scientific technical services (ts) reviewed the electrogram (egm) and noted oversensing and loss of capture. The lead was surgically abandoned and a new lead was implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.